Event description:
It was reported that sterility was compromised. Drug eluting 70-150 micron dc bead m1 was selected for use. During product preparation, damage was found. The box packaging was torn, and the cap on top of the vial was also damaged. The product was replaced. The procedure was completed with another of the same product. No patient complications were reported, and the patient was well treated.